Event description:
Hospital advised the pump alarmed and displayed channel error. Unit was infusing to a patient when this occurred, user was present and replaced the pumping module. There was no patient consequence.